Manufacturer narrative:
A review of the device history record has been completed. No deviations or non- conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contractures baker grades iii and "implant deformations." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side capsular contractures baker grades iii and "implant deformations." Healthcare provider additionally reported capsular contracture baker grade iii and stated "implant deformations" are related to the event of capsular contracture. Device has been explanted.